Event description:
It was reported that the patient reported to the emergency room with chest pain and a cough. It appeared that this chest pain was a worsening of the patient's known chronic post-ventricular assist device (vad) chest pain . They were admitted to the hospital for further workup. A computerized axial tomographic (cat) scan of the patient's head was performed on (B)(6) 2022 because the patient complained of a headache lasting longer than a week. This cat scan revealed a remote right cerebellar infarct. There was no mass effect, no extra-axial collection, no hemorrhage, and no evidence of acute territorial infarct. The date of stroke found in the cat could not be confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ischemic stroke and chest pain could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.